Manufacturer narrative:
The investigation of packaging issues- sterility has been completed. The cause of the packaging issues - sterility was not determined since product was not returned and lack of clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the seal on an impella cp pump set was broken upon arrival. There was no visible external damage on the outer box at the time of delivery. The site requested the pump be replaced as a result of the broken seal. There was no patient involvement.